Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a urinary tract infection. It was noted that the patient experienced a prolonged hospitalization visit.